Event description:
A patient reported that they can still see the air gaps in their front teeth after they took off the aligners in the morning. The patient stated that they are suffering from toothache, and the pain is going all the way to top of my head after using a new aligner from the previous week. The pain also showed concern about radiating jaw, and headache pains that they are experiencing. The patient stated that the pain is so intense that even after removing the aligners, the pain is still present. The patient reported that they have not been wearing their step 10 aligners for about 4 days. It was advised with the pain that the patient is describing, we would like for the patient to be evaluated in the office by their local dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.